Event description:
It was reported that the ilet user experienced repeated hypoglycemia and then hyperglycemia due to overtreatment of low glucose, leading to fluctuating blood glucose and a current reading trending down to 198 mg/dl. Symptoms included hypoglycemia and hyperglycemia ranging from 63 mg/dl to 300 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.